Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
9/23/2020: reopening the complaint. Resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. Reclosing the complaint. A distributor contacted zoll to report that a patient had a rash under the therapy electrodes (tes). It was reported that the patient's skin was red. The patient consulted his physician who prescribed a cortisone based salve. Follow-up indicated that the rash was almost healed.